Event description:
It was reported that the pt came to the hospital for "acute renal failure". The pharmacist states that the swg met resistance during its removal after the insertion at 0200 am by the anesthetist-resuscitator. Finally when the swg was removed, the physician noticed that it was unraveled and the entire swg was not removed from the pt. An echography was done and the piece of that swg was seen at the subclavian level. At 1100 am another echography was done and it was noticed that 5cm of the swg "climbed back itself into the catheter" and a different anesthetist-resuscitator removed the entire swg. A new kit was not necessary because the pt urinated after a filling. It was determined that the pt did not have a "kidney problem" but "acute dehydration". They tried another treatment to care the pt, and finally she was able to urinate by herself. No consequence for the pt, the pt is fine.

Manufacturer narrative:
(B)(4).